Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU, the following is taken from the 27 language version): warnings: the eric¿ retrieval device is provided sterile and non-pyrogenic. Do not use if the packaging is breached or damaged. Do not advance or withdraw the eric¿ retrieval device when excessive resistance is observed. Assess the source of resistance using fluoroscopic means. If needed resheath the eric¿ retrieval device into microcatheter and remove the entire system under aspiration. If resistance is encountered during resheathing, stop resheathing and remove the entire system under aspiration. Position the distal tip marker of microcatheter just proximal to the retrieval spheres after deployment of the eric¿ retrieval device and maintain the distal tip marker in the same position during withdrawal to reduce risk of device fracture. Do not apply excessive force to the distal tip of the eric¿ retrieval device when cleaning the device for additional retrieval attempts. Ensure during cleaning of the eric¿ retrieval device that all foreign components (clot, fibers, etc) are fully removed before reinsertion. Precautions: exercise care in handling the eric¿ retrieval device to reduce the chance of accidental damage. Use of other organic solvents may damage the eric¿ retrieval device. Use caution when manipulating the eric¿ retrieval device in tortuous vasculature to avoid damage to the vasculature or the device. Avoid advancing or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities, or other devices may damage the eric¿ retrieval device and potentially affect its insertion or removal. Maintain saline perfusion between the eric¿ retrieval device and microcatheter and guiding catheter and microcatheter to prevent thrombus formation. Potential complications: potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudo aneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Deployment of the eric¿ retrieval device 12. Loosen the rhv around the microcatheter. Withdraw the microcatheter to deploy the entire eric¿ retrieval device distal to the thrombus while maintaining the retrieval spheres in the same position by fixing the pusher wire of the eric¿ retrieval device. Note: length of the distal tip is 5mm. 13. Once the eric¿ retrieval device is fully deployed, place the distal tip of the microcatheter close to the proximal end of the retrieval sphere. Tighten the rhv around the microcatheter to fix the system. Refer to figure-1 for device deployment. Retraction of the eric¿ retrieval device 14. Make sure that the distal tip of the microcatheter is positioned just proximal to the retrieval spheres. Warning: maintain the distal tip marker in the same position during withdrawal to reduce risk of device fracture. 15. Loosen the rhv around the microcatheter just enough to allow retraction of the microcatheter while maintaining seal for aspiration. 16. Replace saline perfusion line with 60 cc syringe to the side port of the rhv at the proximal end of the guiding catheter. Make sure that the rhv maintains seal within the guiding catheter by applying aspiration using the 60 cc syringe. Adjust the rhv if necessary. 17. Start aspiration to the guiding catheter using the 60 cc syringe and slowly retract the eric¿ retrieval device together with the microcatheter to retrieve thrombus. While maintaining aspiration to the guiding catheter, continue retracting the eric¿ retrieval device and the microcatheter until the retrieval spheres arrive in the proximal end of the guiding catheter. Warning: do not withdraw the eric¿ retrieval device when excessive resistance is observed. Assess the source of resistance using fluoroscopic means. If needed resheath the eric¿ retrieval device with microcatheter and remove the entire system under aspiration. If resistance is encountered during resheathing, stop resheathing and remove the entire system under aspiration. Warning: do not perform more than three (3) retrieval attempts in the same vessel using the eric¿ retrieval device. 18. Open the rhv and remove the eric¿ retrieval device and the microcatheter from the guiding catheter. 19. Aspirate the guiding catheter to make sure inner lumen of the guiding catheter is clear from any thrombus. 20. Replace the 60 cc syringe with saline perfusion line to the side port of the rhv at the proximal end of the guiding catheter. 21. If additional retrieval attempts are desired with the same device, inspect the eric¿ retrieval device for any damage. Do not use the same device if any damage is observed and use a new device. Clean the eric¿ retrieval device using saline. Ensure during cleaning of the eric¿ retrieval device that all foreign components (clot, fibers, etc) are fully removed before reinsertion. Use extra caution when cleaning the distal tip of the eric¿ retrieval device. Use a microcatheter to navigate the eric¿ retrieval device for subsequent retrieval attempts following the same steps from 1 through 20 above. Warning: do not perform more than three (3) retrieval attempts in the same vessel using the eric¿ retrieval device. Warning: do not apply excessive force to the distal tip of the eric¿ retrieval device when cleaning the device for additional retrieval attempts. The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported through the clinical study sofast: original surgery was on (B)(6) 2023 . It is noted post thrombectomy CT head with " new subarachnoid hemorrhage centered right sylvian cistern extending along right sylvian fissure.¿ on (B)(6) 2023 CT head: noted "no interval change in the hyperdensity predominantly layering within the right hemispheric subarachnoid spaces." Treated with tenecteplase medication. The event is noted to be "resolved". The completed adjudication of the reported event found the reported post-thrombectomy subarachnoid hemorrhage as definitely related to the procedure and possibly related to the study device, eric. Event name: post-thrombectomy subarachnoid hemorrhage. Event: neurological, asymptomatic. Related to: initial thrombectomy; study disease; concurrent condition/treatment. Relationship to study device: unrelated . Event outcome: resolved. Relationship to sofia device: not related . Relationship to eric device: possibly. Relationship to bobby bgc device: not related . Relationship to mechanical thrombectomy procedure: definitely. Relationship to study disease: possibly. Relationship to concurrent condition/treatment : possibly. Additional information received notes the subject had 90 day fu appointment on (B)(6) 2024 from hospice. Mrs is 5, nihss was not done. No adverse event was noted.